Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and the absorbable straps were used. It was reported that the clips cannot hold the mesh completely and it also contain multiple empty firing. There were no adverse patient consequences reported.